Event description:
It was reported that a low pressure alarm generated, on first use of compressor. There was no pt involvement or injury. (B)(4).

Manufacturer narrative:
The replaced part has been requested for investigation, but has not yet been received. A supplemental medwatch will be sent when the investigation is complete. (B)(4).